Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio is currently in the process of repairing the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that during the user test, the device would give the "connect test plug" message when the plug was connected. The device was not able to recognize the therapy cable connection to provide defibrillation therapy. There was no patient use associated with the event.